Event description:
It was reported that after injection of the ophthalmic viscoelastic material (healon5 pro) a small particle of plastic was observed in the patient's operative eye. No patient injury was reported. There was no medical intervention or surgical intervention required. The patient has reportedly recovered. No further information was provided.

Manufacturer narrative:
Pt. Info.: unknown, information not available. If explanted; give date: not applicable as healon5 pro is not an implantable device. If explanted; give date: not applicable as healon5 pro is not an implantable device. (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 7/18/2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Based upon the visual inspection of the incomplete complaint sample and the customer¿s narrative, the reported device problem of foreign material - loose (plastic material) was not confirmed. As there was no remaining expellable solution in the glass cylinder, an incomplete complaint syringe (no holder, cannula, plunger or plunger rod), no photographs nor videos of the incident nor any recovered material finds, then it has not been possible to confirm the customer's observation. However, this investigation has confirmed the material finds on the inner surface of the glass cylinder as dried healon solution. This is an expected finding as the rubber plunger had been removed allowing the remaining healon solution to dry. This investigation has not observed the plastic materials reported by the customer and therefore no product defect (material found in the solution) can be confirmed nor a probable cause determined for this observation. Based on the information obtained, there is no indication of product malfunction and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.